Event description:
It was reported that bd nexiva 22 ga x 1 in single port device defective/damaged. The following information was provided by the initial reporter: insertion was smooth, and flushing worked without issue. However, when connecting the IV catheter to the IV set to begin infusion, blood from the vein flowed back into the IV line, and fluid from the IV bag did not pass through. Initially, I suspected a problem with the IV line, so I replaced it, but the issue persisted. I also tried changing the IV bag, but there was no improvement. Finally, I replaced the nexiva catheter with a catheter from a different lot, and the infusion worked correctly. Based on these experiences, I suspect there may be an air leak or defect in the catheters from this lot. This issue has not occurred with nexiva catheters in the past. On (B)(6) 2025 no harm to patient but pain in their arm where IV catheter was inserted.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383512 and lot number 4212433. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.